Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported for (B)(6), the reported driveline damage was associated with the modular cable. The controller event log file contained data from 30oct2019 to 01nov2019. The pump was set to a fixed speed of 5200 rpm and operated at or above the low speed limit of 4900 rpm for the duration of the log file. There were no atypical alarms associated with the pump and the controller log files appeared to capture the pump operating as intended. The account reported that the patient had damage to their driveline; however, the damage was associated with the modular cable. There were no pump related issues reported and the patient remains ongoing on (B)(6). Although no device related issues were reported for (B)(6), the heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient's drive line was damaged externally. Patient did not undergo drive line repair. Manufacturer's technical service representative reviewed the log file which did not indicate any conductor issue. Patient was not symptomatic. No further information was provided.